Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not received. A further review of the in-vivo sensor data revealed chemical degradation most likely due to oxidation of the sensor's chemical component (hydrogel). As part of resolution, RMA was authorized to offer the user a sensor replacement. B4: date of this report 13 oct 2025. G3: date received by the manufacturer? 13 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On 15 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value: on (B)(6) 2025, 6:47 am, 100, 63. On (B)(6) 2025, 10:13 am, 68, 125. On (B)(6) 2025, 10:00 pm, 100, 161. On (B)(6) 2025, 7:00 am, 55, 88. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.